Event description:
An angled long saber attachment was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.